Manufacturer narrative:
Initial.

Event description:
It was reported that the patient was disconnected from the ilet during troubleshooting, after which a meal was announced; the agent advised against making an additional meal announcement to avoid disrupting the ilet algorithm, and glucose remained stable, with subsequent education provided that future meals should be announced based on meal and carbohydrate size. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage issue identified related to procedure and user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.